Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The voltage test passed. Perform pairing test with nordic bluetooth device: and device passed. Transmitter final function tester: pass. Performed share log review and a loss of connection was found in log. The reported event of loss of connection was confirmed .the root cause could not be determined.